Event description:
The st. Jude medical representative reported that the ICD was unable to interrogate. Its attempted multiple troubleshooting options with no success. The rep took the pt to the physician's office to determine the battery status and attempted interrogation on a third programmer. The ICD was still unable to be interrogated. The device was explanted.